Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements.

Event description:
It was reported that the clinic received a verification of a transmission, but the transmission was not viewable to them. It was fou nd that the cardiac resynchronization therapy pacemaker (crt-p) implant detection mode needed to be changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.